Event description:
Caller reported at 11:30 am, customer's device = 590 mg/dl. Customer was cold and sweaty. Paramedics were called paramedics arrived between 12:00 and 1:00 am. Paramedics device = 31 mg/dl. Paramedics gave customer a glucose shot. Customer had something to eat before paramedics left. Customer was using expired strips and no controls. A request was made for return product and replacement product was sent.